Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity/severity above pre-vns baseline. The patient reported experiencing three "back to back" seizures which caused her to bite half of her tongue. The patient indicated that she has tonic-clonic seizures and that this episode of seizures was worse than pre-vns baseline. The patient reports that there have been no recent medications changes and that she has does not feel device stimulation and that use of the magnet will typically stop her seizures or reduce the intesity; however, she was alone during the seizures episode and the magnet was not used during the reported event. The patient plans to follow up with her treating neurologist to confirm proper device function. Report is incomplete because no response has been received to manufacturer's request for additional information from treating neurologist (via fax x2).